Event description:
A report was received that the patient was having charging difficulty due to the ipg being flipped. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having charging difficulty due to the ipg being flipped. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having charging difficulty due to the ipg being flipped. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having charging difficulty due to the ipg being flipped. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient¿s ipg was no longer in the pocket. The patient underwent a revision procedure wherein the ipg was replaced per physician¿s preference. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Manufacturer narrative:
Device evaluation indicates that the complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 6mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.